Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that the device displays a speaker inop error message and is without audio. There was no patient involvement.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
Data correction to device identifier. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.